Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified. Capsular contracture: unable to observe, as it is a medical event, that is not related to the device. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, right side "capsular contracture", baker grade unknown. The device was explanted.

Event description:
Healthcare professional reported right side "capsular contracture" baker grade iii/IV. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, right side "capsular contracture", baker grade unknown. The device was explanted.

Event description:
Healthcare professional reported right side "capsular contracture" baker grade iii/IV. The device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 15may2024.